Event description:
Procedure: thoraco/pneumothorax. According to the reporter: after surgery, the pt reported pain. Bleeding was noted. On (B)(6), re-operation was done. It might be caused by duet sheet touched the tissue. Pt condition was reported as ok.

Manufacturer narrative:
(B)(4).